Manufacturer narrative:
Updated to reflect the event reported on (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's representative on 2018-jan-08. It was reported that the pump not being updated was resolved. No further complications were reported.

Manufacturer narrative:
Other components include: product ID: 8840, serial# unknown, product type: programmer, physician. Product ID: 8870, serial# unknown, product type: software. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving 250 mg/ml of hydromorphone at 99.94 mg/day and 1 mcg/ml of prialt at 0.5 mcg/day via an implantable pump for malignant pain. On (B)(6) 2018, it was reported that the patient's pump was not updated during their previous pump refill. It was reported that the patient's pump was refill on (B)(6) 2017 and prialt was added to the patient's hydromorphone, but the pump was never updated. The patient began hearing the empty pump alarm as a result of the programming error. The patient was coming in to the clinic on (B)(6) 2018 to have their pump refilled and the proper programming done. No symptoms were reported. No further complications were reported.